Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 visual inspection of the device interior found thermal damage on the pip and main pcbas. Thermal damage also affected front and rear housings, flex assembly, and gearbox.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿thermal damage on the pip and main pcbas. Thermal damage also affected front and rear housings, flex assembly, and gearbox.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.